Manufacturer narrative:
Concomitant medical products: 5076-45 lead implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was ventricular undersensing on the right ventricular (rv) lead during monitored non-sustained ventricular tachycardia episodes. The rv lead remains in use. No patient complications have been reported as a result of this event.